Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the procedure, this right atrial (ra) lead presented with a material problem. No adverse patient effects were reported. This lead was returned for analysis. Additional information: several good faith efforts were submitted to the field representative to obtain more detailed information regarding this event. No response was received.